Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg has been non-functional for over a year. As a result, their ipg was explanted on (B)(6) 2017. Per the manufacturer's device record database, their replacement ipg was implanted on (B)(6) 2017.

Event description:
Follow-up revealed the patient's ipg was non-functional because the patient didn't recharge their ipg for an extended period of time. Therapy was restored post-op.